Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx800 patient monitor indicating that saturation was not measured correctly and cables are not accepted. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
The customer resolved the issue themselves. A philips application consultant (ac) requested additional information on this issue from the customer. However, no further information was provided on what was found to be the cause of this issue, and what was done to resolve the issue. Based on the information available, the cause of the reported problem was not able to be determined. The reported problem was not confirmed by philips, but could not be ruled out, due to lack of information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.